Manufacturer narrative:
Section a: additional information h3, h6: the em interface was returned to medtronic for analysis. Testing was conducted and pieces of the connector were missing. The fault was confirmed. Fdm b01, fdr c07, and fdc d02 are applicable to the em interface analysis. The controller was returned to medtronic for analysis. Testing was conducted and the communication issues was confirmed. An electrical short was found. Fdm b01, fdr c02, and fdc d02 are applicable to the controller analysis. Lot number of em interface: 603000425 lot number of controller: 603000421 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An alternate navigation system was used to complete the procedure. The issue was with the initial navigation system and one bob was not working, the other two bobs were functioning properly with the second navigation system that was used.

Manufacturer narrative:
B5: additional information e6 correction: a04 instead of a24 codes b17, c20, d15 are applicable to the concomitant product. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: em intfce 9735825 s8 em instr intfce, lot/serial: unknown; product ID: controller 9735824 em s8 svc, lot/serial: unknown. A medtronic representative went to the site to perform a system checkout. The breakout box and internal axiem component box inside the navigation system were replaced. Fdm b01, fdr c13, fdc d02 are applicable to the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a transsphenoidal procedure. It was reported that an em (electromagnetic) caase was set up, and the breakout box (bob) had a power light. The staff went to start registration, plugged in instruments and no leds lit up on the instruments. It was noted that the power led was out too. The site attempted swapping out a different bob, and the same behavior occurred. Initially, a green power light appeared, when instruments were plugged in there were no led lights, including the power light. A third bob was tried, no green power light was on initially, and no led were seen on instruments. The site attempted to use another navigation system will all three bobs, none worked on that system either. There was a delay of 15 minutes. There was no impact on patient outcome.